Event description:
The customer contacted baxter healthcare and reported that the drain bag has a small hole in the back of the bag noted during use. The home pt's carpet was wet all over. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of retrospective summary report # (B)(4) the total number of events being summarized on this MDR are 492. These reports are being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning - letter (B)(4). Baxter received one used drain bag assembly into the lab in reference to the reported leak. The bag was visually inspected during which it was noted that the bag contained a hole near the corner approximately 2 inches from the seam on the hanger slot end of the bag. The bag was then tested underwater at 8 pounds per square inch, and a leak was noted form the hole. The complaint was confirmed in the lab for leak. The root cause of the device malfunction could not be determined.